Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultra2 meter is giving inaccurate high reading of ¿280 mg/dl¿ compared to another meter reading of ¿265 mg/dl.¿ the complaint was classified based on the customer care advocate (cca) documentation. Approximately 1 month ago, the patient obtained the elevated reading around dinner time. Based on the reported high reading on the subject meter, the patient took his self adjusting insulin regimen. Subsequently, one hour after the reported lfs meter reading, he developed symptoms described as ¿dizzy and shaky.¿ there was no report of any required hcp treatment at the time of concern. During troubleshooting, the patient confirmed the meter to other meter comparison was taken within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results is within the expected value of <= 30% and/or <= 30 mg/dl. The subject test strips were not within the discard date. This complaint is being reported because the patient took insulin based on the reported elevated reading on the subject meter and developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Follow-up # 1 ¿ (12/18/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 12/10/2013 and 12/11/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced; however, a secondary issue was noted when the meter was found to be missing battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.